Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced high blood glucose and had motor error alarm. The customer blood glucose level was 400 mg/dl at the time of incident. The customer stated that they was able to successfully clear the alarm and complete rewind the insulin pump but they stated that the insulin pump alarm hx contains more than one motor error alarm within a 30 day period. Customer stated that the drive support cap appears normal. Customer also stated that the insulin pump had no delivery alarm. The customer did not provide details regarding symptoms and treatment of the high blood glucose. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.